Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2017-00149 for the first patient. Fill volume: 400 ml. Flow rate: 8 ml/hr. Procedure: extremity surgery. Cathplace: supraclavicular block. It was initially report that there were incidents of two pumps that ran too fast. Additional information received on 24-jul-2017 stated that infusion started on (B)(6)2017 at 4pm. The patient reported that the pump did not work and experienced pain in the morning after the surgery. The patient also reported that the pump was empty at noon on (B)(6)2017. The patient's pain was being controlled with oral medications. The patient was instructed to keep the pump after removing it and bring to the doctor's office. The patient was unsure of when the pump was empty, but noted that it was leaking a lot and "did not seem to be working." No further information was received for this event.